Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.75x20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75x20mm promus element plus drug eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and after withdrawal, the tip of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75x20mm promus element plus drug eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and after withdrawal, the tip of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.